Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: normal usage was indicated on both the center and sideport septa with no internal fracture plane damage found. The 2" device catheter showed no holes, cuts or tears. The device did not flow as received or post e-band removal. The distal end of the capillary tubing appeared clean and open. Post 1" capillary tubing removal, flow was restored to within original MFR flow rate specifications. Attempts to pressurize the 1" of capillary tubing to collect the blockage were unsuccessful. The cause of no flow was not found/identified. Leak testing confirmed the device did not leak. A review of the device history record was performed and did not identify any mfg variances. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the information available, and the device analysis, no conclusion can be drawn as to the cause of the reported slow flow and eventual occlusion. The facility will be notified of co's review of this incident. No further information is available. The MFR is now closing its file on this event.

Event description:
On 1/17/97, the physician contacted a MFR nurse and reported an increase in return volume at the previous two refills, the physician requested recommendations prior to the next scheduled device refill visit on 1/20/97. It was stated that the only known device sideport access was for hepatic, arterial perfusion study (haps) prior to the pt's discharge from the hosp. The MFR's refill kits have been used for device refill procedures. Refill data is as follows: 12/23/96: rv=48.5, rp=10; device sideport not accessed. Refilled with fudr/heparin 50,000/dex. Moderate swelling was observed over the device. The device pocket was aspirated for 24cc brownish fluid. On 1/7/97; rv=49.5; rp=15; device sideport not accessed. Refilled with fudr/heparin 50,000u/dex. The device pocket was satisfactory. The MFR nurse discussed troubleshooting procedures and device cautions.